Manufacturer narrative:
The device was returned for analysis. The reported ¿an error triggering the device occurred¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, an error triggering the device occurred. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and a non-abbott device. It was not specified if the second proglide device worked as intended to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.